Event description:
A malfunction alarm with code malf 12 was reported, and the customer received assistance to reset the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, and the issue did not recur after resetting; the customer was advised to continue using the pump and to contact support if the malfunction reappears.